Event description:
Total knee arthroplasty (tka) using the physica ps system was performed on (B)(6) 2026. During the procedure, two headless twisted pins (d.3 ×9 0 mm, product code 9095.11.a90) were used with the physica ps box cutting guide #7. After completing the box cut, the central pin was successfully removed; however, the medial pin could not be removed at all. Attempts to extract it generated smoke, and the pin ultimately became burned and damaged. The surgery was performed as per surgical technique. Due to the event, the surgery was prolonged for about 10 minutes. Event happened in japan.

Manufacturer narrative:
Investigation: checking the dhrs of the involved lot #21at3bq, no pre-existing anomaly was found on the (B)(4) devices manufactured with the same lot #. This is the first complaint received on that lot #. A final MDR will be shared upon the completation of the investigation.